Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. On (B)(6) 2013, telephone conversation with the doctor's office stated that patient had dyspareunia and was prescribed with vaginal dilators and cream.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.